Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an product tray containing components such as one port, one guidewire hoop and one catheter. One angled non-coring needle were noted near the tray. Therefore, the investigation is inconclusive for the reported suction issue, obstruction of flow and contamination issues as the photo evidence provided is not sufficient to confirm the reported events and as physical sample was also not returned. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure after advancing the catheter and performing a withdrawal, no venous blood was observed. While investigating the cause, it was discovered that the catheter contained a foreign object that obstructed its patency when attempting to clear it with a guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure after advancing the catheter and performing a withdrawal, no venous blood was observed. While investigating the cause, it was discovered that the catheter contained a foreign object that obstructed its patency when attempting to clear it with a guidewire. There was no reported patient injury.